Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: no activity related to the complaint was observed in the black box or the download history. The battery compartment and cap were intact and there was no evidence of moisture damage. The pump powered on normally and was exercised for 24 hours with no overheating or alarms. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found.